Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient experienced inaccurate cgm values which occurred an undocumented number of days after the sensor had been inserted in the arm. Approximately on (B)(6) 2023, the patient experienced loss of consciousness. The cgm was reading 280 mg/dl and the blood glucose reading by the spouse was 32 mg/dl. The spouse called paramedics and the patient was treated with unremembered medications and recovered after treatment. After a while, paramedics checked his unspecified readings, and they got 126 mg/dl. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.